Event description:
A nurse reported a system message displayed indicating the illuminator needed to be replaced, during a procedure. The system was restarted but the message did not clear. Following a 5 minute delay, an alternate system was brought in and used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).